Event description:
Lead rod (which is covered by plastic and encased in a number of inches thick foam which is then covered by plastic and also flannel covering on outside) broke over course of three months (3 different ones).